Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1, 2.2, 3.1, 3.2 were not detected on bus and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1, 2.2, 3.1, 3.2 were not detected on the bus and were unable to recover. A field service engineer (fse) found drawers 2.1, 2.2, 3.1, and 3.2 had failed and could not recover through technician. The issue was resolved by first checking the rear light emitting diode (led), once confirmed operational, all cables and connections for both drawers were reseated. Inventory was verified after completing the procedure. The system functioned as intended after the field service engineer repaired the device.